Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 3: accolade ii stem, trident shell, unknown head. Rep reported that the surgeon, a chief editor for arthroplasty today, notified the rep with concerns about 3 patients with stryker hip implants presenting with high metal counts (unknown which metals).